Event description:
According to the information there was a separation noted in the tubing. The doctor cut out the small area of tubing causing the leakage and reattached tubing with new assembly kit. No components were removed.